Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified mid right coronary artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilation. However, on initial inflation the balloon expanded gradually and at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications nor injuries were reported.